Event description:
It was reported during lead revision surgery on (B)(6) 2021 (manufacturer reference number: 1627487-2020-47757), the physician attempted to implant a new lead, but it was not possible to implant the lead in its intended location. It was observed in a previously taken image by the patient that the patient had a hernia close to the region where the implant was being attempted. Physician elected to abort the procedure.

Manufacturer narrative:
An abandoned procedure was reported to abbott. The physician could not implant due to patient anatomy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.